Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue with a CPAP device's sound abatement foam. The patient alleged cough. There was no report of serious or permanent patient harm or injury. The manufacturer has received the additional information alleging shortness of breath, nasal/throat irritation or soreness. Section h6 has been updated / corrected.

Manufacturer narrative:
Additional information was received on may 30, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an issue with a CPAP device's sound abatement foam. The patient alleged cough, shortness of breath, nasal/throat irritation or soreness and alos alleged device has strange odor. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer identified an unknown contaminant around the external iso port and on the top enclosure. Dust-like contamination was found on the blower, blower seal, and inside the blower. Liquid ingress was observed, accompanied by a dust contaminant consistent with mineral deposits, on the blower and blower box. Additionally, a keratin-like substance was noted at the blower box outlet and on the blower seal. No evidence of sound abatement foam degradation or breakdown was detected. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer is unable to directly address the symptoms and cannot confirm the presence of the reported strange odor. In this report, section h6 has been updated.